Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed multiple inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that for the past 9-10 months she had been in a rehabilitation facility where she suspected that the subject meter was reading inaccurately high. She reported that she performed comparisons between the subject meter and the rehabilitation facility¿s meter. The comparisons provided were ¿301 v 246 mg/dl and ¿180 v 156 mg/dl¿, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results meets lfs¿ accuracy criteria. The patient manages her diabetes with insulin pump therapy and administers additional humalog insulin if her blood glucose results are above 300 mg/dl. She reported that she continued with her usual diabetes management routine after obtaining the alleged inaccurate results. She reported that intermittently over the 9 months, she had developed symptoms of ¿sweatiness, shakiness and light headedness¿. She indicated that she treated her symptoms by eating food provided by other hcp staff. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The cca also noted that the patient did not have test strips and was unable to provide the lot number of the alleged inaccurate vial(s); the patient¿s control solution had expired. Replacement products were sent to the patient and the control solution was requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.